Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was an airplane. During landing, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (68 mg/dl). Customer stated they were unsure of the reason for the low but thinks it might be due to the turbulence when landing the plane. The customer took glucose tablets. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.